Manufacturer narrative:
Concomitant medical product: c4tr01 crtp, implanted: (B)(6) 2013, 402452 lead, implanted: (B)(6) 1992, 429688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was alerted for undefined high impedance in both configurations on the right atrial (ra) lead. A lead fracture was noted. The lead was explanted and replaced during a routine change out procedure. No patient complications have been reported as a result of this event.